Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Stryker performed a scientific review of the electronic records and confirmed that the device gave an inappropriate shock analysis. It was determined that the device did not operate as designed with regard to the shock advisory algorithm. There was a "no shock advised" event that failed to meet the shock advisory algorithm's measurements and thresholds. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report that their device was unable to detect a shockable ECG rhythm. In this state defibrillation therapy may not be available to a patient if needed. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Stryker further evaluated the downloaded electronic records of the event and determined that the device operated properly. There was no evidence of a device malfunction.

Event description:
The customer contacted stryker to report that their device was unable to detect a shockable ECG rhythm. In this state defibrillation therapy may not be available to a patient if needed. This issue is patient related; however there was no adverse patient outcome reported.